Event description:
The customer reported that bleeding was noticed while the device was being activated. There was no injury to the pt. No further info has been provided by the site at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation, visual inspection found no defects. The customer reported that the device did not seal, and that there was bleeding. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various locations while rotating the rotation knob to various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles.